Event description:
It was reported by the company representative that she had to replace the physician's white serial cable on (B)(6) 2016. The company representative performed the appropriate troubleshooting which isolated the physician's tablet issue to the serial cable. Once the serial cable was replaced, the issue resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.